Event description:
Pt stated that, in 2005, pt began to feel symptoms of hypoglycemia. Pt tested their blood glucose, which measured 27 mg/dl. Pt reported that pt was unable to drink juice, so the paramedics were phoned on their behalf. Upon their arrival, a glucose IV was administered (raising their blood glucose to 141 mg/dl). Pt was not transported to the hospital for additional treatment. Additionally, pt reported that, today 7 days later, their blood glucose dropped to 52 mg/dl. Pt self-treated by drinking juice.